Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined., corrected data: b5: amount remaining in reservoir was 110 ml.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date, g3: germany. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that under delivery occurred during testing of the device on a patient. Per reporter a 220 ml reservoir was used and it was displayed that 10 ml remained, however, 100 ml remained in the reservoir. No adverse patient effects were reported.